Manufacturer narrative:
Device evaluation summary: during visual evaluation a parallel lines of creases were observed in the anterior and posterior view, also a tear was observed on the posterior view of the implant, measuring approximately 0.5 cm. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Crease/fold failure may be the result of the continuous and sustained stresses to the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation on the right side which was confirmed by a physician. As a result, the patient underwent removal and replacement with saline mentor smooth round high profile 330cc, catalog number 3503330, serial number (B)(4), lot number 7722841 (r) and serial number (B)(4), lot number 7717109 (l) on (B)(6) 2019.